Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed de novo lesion in the right common iliac artery. A 10x29mm omnilink elite 35 vascular balloon-expandable stent system (bess) was advanced through a 6f (french) sheath when resistance was met, and the stent moved distally on the balloon. It was decided not to continue use. There was no adverse patient effect and no clinically significant delay in the procedure. Another bess was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be tested due to condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to advance. The reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.